Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and calcified lesion located in the distal lad exhibiting 92% stenosis. The device was inspected with no issues noted. The lesion was not predilated. Excessive force was not used. It was reported that the device failed to cross the lesion and it was subsequently reported on the (B)(6) 2018, that the resolute integrity was broken/damaged. It was reported that this event was caused by a lesion and not related to the stent. No patient injury was reported.